Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed in the dialyzer at the end of treatment while rinsing back arterial line and the machine alarmed. Blood test strips were used and they tested negative. Estimated blood loss was 200cc's. The patient was able to complete treatment, did not have any adverse effects and did not require any medical intervention. The sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint was not confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.